Event description:
Customer reported discordant sodium and potassium pt results on their two rp400 systems. No injury was reported with the event.

Manufacturer narrative:
Customer to email trace logs data files from both analyzers for manufacturer to analyze.